Manufacturer narrative:
H.6. Investigation: based on evaluation of the customer photos, the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. This complaint investigation was conducted under the premise of a previously investigated issue specific for collapsed tubes, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. H3 other text : see h. 10.

Event description:
It was reported that 200 bd vacutainer® trace element serum blood collection tubes experienced tubes/extenders with molding defects that can be used. The product defects were noted prior to use. The following information was provided by the initial reporter: banana tubes issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 bd vacutainer® trace element serum blood collection tubes experienced tubes/extenders with molding defects that can be used. The product defects were noted prior to use. The following information was provided by the initial reporter: banana tubes issue.